Event description:
Boston scientific crm received information that there was concern over the device longevity. The programmer was noting a longevity of 5 years.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.